Manufacturer narrative:
Product: an event of an embolism was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A trifecta¿ gt valve was implanted on (B)(6) 2018. On the (B)(6) 2018, a decrease in hemoglobin, probably due to intravenous infusion with low diuresis was noted. Treated with diuretics and increase in the hb-value. No bleeding documented. Event resolved on (B)(6) 2018. On (B)(6) 2018, gait disorder, weakness in the arms, word finding disorder was noted. CT shows least cortical infarction and the patient was diagnosed with embolism. Case is ongoing. (Patient ID: (B)(6)).

Event description:
A trifecta gt valve was implanted on (B)(6) 2018. On the (B)(6) 2018, a decrease in hemoglobin, probably due to intravenous infusion with low diuresis was noted and the patient was treated with diuretics which resulted in an increase in the hemoglobin. No bleeding documented. Event resolved on (B)(6) 2018.on (B)(6) 2018, gait disorder, weakness in the arms, word finding disorder was noted. CT shows least cortical infarction. Patient was diagnosed with embolism. Patient ID: (B)(6).